Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated an issue with missing/invalid diagnostic data.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an left ventricular (lv) lead low impedance warning on the device. The interrogation report noted that the lead trends showed no out of range impedances, but invalid data on the lead trends was observed. The device remains in use. No patient complications have been reported as a result of this event.